Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6)-year-old female patient with a history of cardiac surgery underwent an atrial flutter left (l-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and the patient expired by the following day. The patient suffered cardiac tamponade while ablating the left anterior wall. The patient's blood pressure dropped and the tachycardia was terminated. At this time a pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was monitored and was stable. No more blood was draining from the pericardiocentesis, but anesthesia noted blood in the endo-tracheal (et) tube. They brought someone in to see what was going on with the bleeding. The patient was discharged out of ep lab and later that evening/night the patient was sent to interventional radiology (ir) because the patient was bleeding excessively, and they wanted to find out why. A CT was performed, the results were unknown. The bwi representative was in a procedure on friday, (B)(6) 2022 around 11:00 pm and the patient was still alive. The bwi representative was then informed on saturday that the patient had expired. The date of death was (B)(6) 2022. The pericardiocentesis drainage tube was left in place. The procedure was abandoned. There was no evidence of an effusion present before the procedure. The max wattage used was: 50 watts and the total ablations and ablation time are unknown. Patient had prior history of cardiac surgery and presented in atypical flutter. A right atrial map was made which suggested a left atrial circuit. A transseptal puncture was performed with a baylis needle. The right veins, lefts veins and posterior wall were isolated via rf using the thermocool sf settings on the generator (8 ml/min < 30w, 15 ml/min > 30w). Additional lesions were made anteriorly, adjacent to the left superior pulmonary vein. Shortly after termination of tachycardia (anterior wall) anesthesia noticed a drop in blood pressure. A pericardial effusion was noted on ice which prompted intervention via pericardiocentesis (amount of fluid removed, unknown). The patient stabilized after drainage and no additional fluid was removed. The patient was not a candidate for surgical intervention due to prior cardiac surgery and the risks associated. Ablation was performed before the cardiac tamponade was noticed. There was no evidence of a steam pop. No error messages observed on biosense webster equipment during the procedure. Force visualization features were used graph, dashboard, vector, visitag with the visitag module parameters for stability unknown. Additional filter used with the visitag no standard range, time, stability with fot and tag index. At the time of the report the cause of death is still undetermined.